Manufacturer narrative:
Date of birth: (B)(6).

Event description:
It was reported that arrhythmia occurred. The patient presented with a prolonged pr interval. Prior to implant, pre-balloon aortic valvuloplasty was performed. A 25mm lotus edge valve was implanted. The prolonged pr interval worsened post implant. One day post implant, the patient received a permanent pace maker implant. The patient condition is stable and fine.